Event description:
Device 2 of 2: reference MFR report#3006705815-2019-00469.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2019-00469. It was reported that the implanted leads migrated and coiled in the ipg pocket. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with another model. Reportedly, therapy was restored post-operatively.